Event description:
The facility had sent an infusion pump in for service where a failure code 812:02 had been discovered in the event history by a baxter service technician. Although an attempt had been made by baxter to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intevention or whether the device was on a patient at the time the condition was reported.